Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the accidental failure of the printed-circuit board because there was no burnt and damaged on the printed-circuit board and because less than two years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the front panel of the subject device could not function. There was no report of patient injury associated with the event.